Manufacturer narrative:
The system was examined and the reported ¿system message code¿ (which would lock out the laser system causing no laser power) was replicated. The footswitch assembly, the printed circuit board (pcb) interface were all replaced to resolve this issue. The core module was replaced as a preventive measure. There were no problems found with the viscous fluid control (vfc). However, due to the fact that multiple components were replaced, the reported event cannot be determined conclusively. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a system message displayed, the laser beam stopped and there were vfc issues during a vitrectomy. Silicon oil migrated under the retina. Additional information has been requested.